Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that a patient has experienced mild to sever allergic reactions to midline insertions approx 4 days post insertion. Symptoms include skin rash. These events occurred over the past 6 months. No other information was provided.